Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first application in gastric ¿antrum¿ on a laparoscopic gastric sleeve, after loading the reload, the surgeon was able to squeezed the handle but the stapler did not fire. Another three handles and nine reloads were opened but same issue occurred. The procedure was completed with a new handle and reload. There was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The reload was received in its original sealed pouch. Visual examination noted that the reload had a full complement of staples. The reload was loaded into the subject instrument for functional testing. The reload was applied to test media. All staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from firing a second time. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.